Event description:
It was reported that surgeon revised pt's left hip because of pain and a pseudo tumor. Surgeon replaced with a restoration modular system.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.